Event description:
The clinical engineer reported an infusion pump with a 715 failure code. The facility reports that there was no patient injury or medical intervention caused by this pump. The device was not in use on a patient when the failure occurred.